Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. Additional patient and event details have been requested. Should additional information become available, a follow-up report will be submitted.

Event description:
A nurse reported the patient developed a rectal pressure ulcer allegedly associated with the fecal management system. No further information was provided.